Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The 1ml syringe part is manufactured at bd canaan. The bd canaan quality team has completed a supplemental investigation on this complaint. A review of their internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no samples displaying the reported condition were received, a potential root cause could not be determined.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 5/8 in. With detachable 1 ml bd luer-lok¿ syringe the plunger movement was diffiecult. There was no report of patient impact. The following information was provided by the initial reporter: complaint: they last order the customer received they have issue with, the barrel is jammed and cannot inject second half of the dose when they depress the syringe.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 5/8 in. With detachable 1 ml bd luer-lok¿ syringe the plunger movement was diffiecult. There was no report of patient impact. The following information was provided by the initial reporter: complaint: they last order the customer received they have issue with, the barrel is jammed and cannot inject second half of the dose when they depress the syringe

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.